Event description:
Device reportedly displays an intermittent "ECG comm error."

Manufacturer narrative:
Attempts to acquire the required patient information, date of event, and circumstances are ongoing. Welch allyn will update this report, when it has acquired this information. The initial service investigation could not confirm or duplicate the reported problem of the intermittent "ECG comm error". Service executed an internal procedure to insure the integrity of the connections to and from the ECG preamp board. The ECG comm error was traced to a defective eprom. The preamp board assembly was replaced. The device was tested and found to perform in accordance with its specifications.